Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A (B)(6) occurrence is being reported for the same issue/same device: impax cv resulted management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager.

Manufacturer narrative:
Agfa's investigation into this occurence of rmat customization has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence finding of "the tricuspid valve appearance is consistent with ebstein's anomaly" been changed to:" there is catheter associated with the vegetation on the valve". Ebstein's anomaly is a rare heart defect that's present at birth (congenital). In ebstein's anomaly, your tricuspid valve doesn't work properly. Blood leaks back through the valve, making the heart work less efficiently. Ebstein's anomaly may also lead to enlargement of the heart or heart failure. In the issue, the original sentence finding attributes the appearance to the tv to a specific congenital anomaly resulting in valve insufficiency. The changed sentence has a very different clinical meaning indicating the presence of vegetation on the tv associated with a catheter (which is odd). If found in actual reports, this is not what the original reading provider intended and has the potential for incorrect diagnosis. Although both conditions can result in valve insufficiency, there are two very different causalities. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that pt. As soon as agfa is made aware of any affected reports related to this specific finding, follow-up mdrs will be submitted for each associated study date and respective medical record number/s (mrn) identified. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.